Event description:
It was reported that ventricular oversensing was noted when the patient presented to the clinic due to inhibition on ventricular channel. Patient had some dizziness. Noise was not reproducible. Patient will be monitored with routine follow ups. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.